Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient noted their battery had been ¿explanted due to normal battery depletion.¿ no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported her device ¿gave out¿ after two years. The patient ¿got a new one¿ after the issue occurred. It was unknown whether any troubleshooting or actions had been taken. No further complications were reported or anticipated.